Event description:
Customer reported a sample with three known antibodies (anti-c, anti-jka, anti-m) was found negative when tested on the echo using capture-r ready-screen 3 (crrs 3).

Manufacturer narrative:
Review of customer's instrument results showed all three cells were negative. Returned patient sample was tested with retention crrs(3), lot. E016 on an in-house echo. Sample results were negative for all three cells. The returned sample was tested by tube method using retention panocell-10, and retention panocell-16. The results were negative. A known positive sample showed a 4+ reaction. The returned sample was tested on retention capture-r ready ID. The results were negative.the sample was tested with capture-r select using panocell-16 cell 1 (c pos; jka neg, m pos) and the results were +/- respectively, but questionable. With cell 4 (c neg jka pos, m neg) the result was negative.dat was tested by diamed gel card system; the result was positive.the event appears to be related to the condition of the sample.